Manufacturer narrative:
H6: investigation summary photos were received in which it is possible to observe blue ink residues in three 20 ml syringes (apparently inside the primary packaging) in addition to a badly assembled stopper, which confirms the defects reported by the customer. Possible root cause for ink residue is associated with mishandling of ink by the operator, possible root cause for the stopper defective is associated with transfer discs. On november 25, 2020, activities were implemented where the change of the pneumatic system valves was committed to ensure its correct operation, as well as the inclusion of this activity in the semester maintenance plan of the equipment, it should be noted that the batch reported in this claim was manufactured prior to the implementation of these actions. During the documentary review of the batch 0217471 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. See h10.

Event description:
It was reported that syringe 20ml ll syringe only mx bun experienced 2 cases of foreign matter in the device cannula/needle/syringe or other fluid path component, and 1 cases of a damaged/deformed stopper. The following information was provided by the initial reporter: a quality problem was detected in one of the products. ¿the customer again detects blue coloration inside 2 20ml syringes without needle, key 302562 and 1 piece, the rubber of the plunger is damaged" ¿ lot 0217471 quantity 2 pieces with blue coloring inside the syringe ¿ lot 0290090 quantity 1 piece the plunger rubber is damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0217471. Medical device expiration date: 2025-07-31 . Device manufacture date: 2020-09-21. Medical device lot #: 0290090. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-11-20.

Event description:
It was reported that syringe 20ml ll syringe only mx bun experienced 2 cases of foreign matter in the device cannula/needle/syringe or other fluid path component, and 1 cases of a damaged/deformed stopper. The following information was provided by the initial reporter: a quality problem was detected in one of the products. ¿the customer again detects blue coloration inside 2 20ml syringes without needle, key 302562 and 1 piece, the rubber of the plunger is damaged". Lot 0217471, quantity 2 pieces with blue coloring inside the syringe. Lot 0290090, quantity 1 piece the plunger rubber is damaged.